Event description:
It was reported that during meniscus repair surgery, t2 of the fast-fix was deployed simultaneously when deploying t1. The procedure was completed with a delay of under 30 min and using a s+n backup device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6. H10: one 72202468 fast-fix 360 curved needle delivery system device intended for use in treatment, was returned for evaluation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. T1 was not returned with the device. T2 and suture were returned but separated from the device. The needle was twisted toward the right. The actuator was jammed and protruding from the distal tip of the delivery needle tip. The conditions are aligned with the user having difficulty with use and with reaching desired location for use. The depth limiter was attached and it was creased. The actuator no longer cycled or actuated properly due to the damage. Per IFU 10600499: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Risk management files contain the reported failure. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.